Event description:
Same case as MDR ID#: 2134265-2012-07711. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and a vessel perforation occurred. Vascular access was gained via the right radial artery. The 90% stenosed, 2.5x19mm target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery (lad). Initially the physician attempted to cross a 1.5mm rotablator rotalink plus burr, however the burr was unable to cross the lesion. A 6f non-bsc guide catheter did not remained engaged in the artery during the attempt to cross and was therefore re-engaged. Then a 1.25mm rotablator rotalink plus burr was utilized for three runs for 5 seconds each at 220,000 rpms for ablation of the lesion. Then burr was exchanged for the initial 1.5mm rotablator rotalink plus burr. The the 1.5mm burr was then successfully utilized for two runs for 5 seconds each at 220,000 rpms for ablation of the lesion. The burr was entered to the high lateral vessel and a vessel perforation occurred. When the perforation occurred, the physician noted that the rotawire guide wire was in the high lateral vessel and separated. The perforation was treated with a stent that was implanted and stopping the hemorrhage. The physician attempted to remove the separated guide wire to inside the guide catheter with tangling together the guide wire and a balloon; however, the separated guide wire was dislodged to the aorta. Days later, it was confirmed with CT that the separated guide wire was located in the right atrium(ra). The guide wire fragment was surgically removed. No further patient complications were reported.

Manufacturer narrative:
Manufacturer name corrected from boston scientific - (B)(4) to boston scientific ¿ (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-07711. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and a vessel perforation occurred. Vascular access was gained via the right radial artery. The 90% stenosed, 2.5x19mm target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery (lad). Initially the physician attempted to cross a 1.5mm rotablator rotalink plus burr, however the burr was unable to cross the lesion. A 6f non-bsc guide catheter did not remained engaged in the artery during the attempt to cross and was therefore re-engaged. Then a 1.25mm rotablator rotalink plus burr was utilized for three runs for 5 seconds each at 220,000 rpms for ablation of the lesion. Then the burr was exchanged for the initial 1.5mm rotablator rotalink plus burr. The 1.5mm burr was then successfully utilized for two runs for 5 seconds each at 220,000 rpms for ablation of the lesion. The burr was entered to the high lateral vessel and a vessel perforation occurred. When the perforation occurred, the physician noted that the rotawire guide wire was in the high lateral vessel and separated. The perforation was treated with a stent that was implanted and stopping the hemorrhage. The physician attempted to remove the separated guide wire to inside the guide catheter with tangling together the guide wire and a balloon; however, the separated guide wire was dislodged to the aorta. Days later, it was confirmed with CT that the separated guide wire was located in the right atrium(ra). The guide wire fragment was surgically removed. No further patient complications were reported.

Event description:
Same case as MDR ID#: 2134265-2012-07711. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and a vessel perforation occurred. Vascular access was gained via the right radial artery. The 90% stenosed, 2.5x19mm target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery (lad). Initially the physician attempted to cross a 1.5mm rotablator rotalink plus burr, however the burr was unable to cross the lesion. A 6f non-bsc guide catheter did not remained engaged in the artery during the attempt to cross and was therefore re-engaged. Then a 1.25mm rotablator rotalink plus burr was utilized for three runs for 5 seconds each at 220,000 rpms for ablation of the lesion. Then the burr was exchanged for the initial 1.5mm rotablator rotalink plus burr. The the 1.5mm burr was then successfully utilized for two runs for 5 seconds each at 220,000 rpms for ablation of the lesion. The burr was entered to the high lateral vessel and a vessel perforation occurred. When the perforation occurred, the physician noted that the rotawire guide wire was in the high lateral vessel and separated. The perforation was treated with a stent that was implanted and stopping the hemorrhage. The physician attempted to remove the separated guide wire to inside the guide catheter with tangling together the guide wire and a balloon; however, the separated guide wire was dislodged to the aorta. Days later, it was confirmed with CT that the separated guide wire was located in the right atrium(ra). The guide wire fragment was surgically removed. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: only one section of the distal end of the guide wire was returned. The spring tip is unraveled. The visual and tactile inspection was performed and only 12.6cm of wire was returned for analysis. It presents fractures on both sides. The outer diameter that could be measured is within specifications. The fractured section was sent to the mtac lab for analysis. As per (B)(4) results the failure on site #1 occurred due to a cyclic bending overload and the failure on site #2 occurred due to a bending overload with a torsion moment. Bases on the evidence found on the failure sites no match between sites was determined. Moreover, the failure on site #3 occurred due to two cycles bending overload with a torsion moment and final tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).